Manufacturer narrative:
H10: b4: event description updated. D4: catalog number, lot umber, expiration date and unique identifier (UDI) # added. H4: device manufacture date added.

Event description:
It was reported that after an unknown procedure completed with a suturefix ultra, the patient reported an infection, when tested the suture material it was stated as cause for infection. The patient outcome is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an unknown procedure completed with a smith and nephew implant, the patient reported an infection, when tested the suture material it was stated as cause for infection. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus the manufacturing record, device labeling, and risk management reviews could not be conducted. A complaint history review concluded this was a repeat issue for this device family. A clinical investigation concluded that without the relevant clinical documents/information, operative report, lab findings or the product for evaluations, the reported infection could not be confirmed. The impact to the patient beyond that which has been reported could not be determined. No further clinical/medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Internal complaint reference: (B)(4).